Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle of a bd micro-fine u-40 1ml, 29g x 12.7mm insulin syringe broke off in a cat while a medication was being injected. The cat was reported to be calm during the medication administration. A second needle was used for injection and was crooked after use. The cat received an x-ray to locate the broken needle. No further details of this incident were provided.

Manufacturer narrative:
Investigation: customer returned photos of a pen needle attached to a pen, but reported an issue with a syringe. No photos showing the correctly reported product were returned by the customer. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos of the reported product were returned.

Manufacturer narrative:
Results: the investigation is still in progress for the reported device. However, a review of the device history record has been completed and revealed no irregularities during the manufacture of the reported lot # 5208674. Conclusion: a conclusion is not yet available. Upon completion of the investigation, a second supplemental report will be filed.